Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged, unknown part with an unknown batch number was received for evaluation. The device arrived attached to the ar-9502f-39cpc arthrex univers revers¿ suture cup, batch 19.02222. Visual inspection revealed that the returned polyethylene cup exhibited significant damage, including dents, missing material, and scratches. These findings are most likely consistent with damage incurred during explantation of the implant. A functional test cannot be performed because the device arrived attached to the ar-9502f-39cpc arthrex univers revers¿ suture cup, batch 19.02222, and it cannot be separated. The most likely cause of the reported failure is related to a patient-specific event. Directions for use dfu-0189-EU-01-eo - univers revers¿ shoulder prosthesis system j. Adverse effects 8. Loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed and/or tissue reaction to the implant. Loosening is frequently a consequence of one or several of the above listed risk conditions but can also be caused by inadequate anchoring technique (see below). 10. Bone fractures as a result of one-sided overload or weakened bone substance. M. Precautions 3. Patient weight. An overweight patient may present additional risk. 4. Extreme stress or strain resulting from work or sport related activity. 5. Patients with increased risk of fractures due to repeated strain or trauma, or medical conditions that increase the patient's risk for trauma, including falls.

Event description:
It was reported that the invers shoulder prothesis was initially implanted on (B)(6) 2020. A crash on (B)(6) 2020, caused a periprosthetic fracture, which was treated conservatively. The fracture subsequently healed. The last images taken on (B)(6) 2022, showed that the implant was in the correct position. The x-rays taken on (B)(6) 2025, showed a fracture between the cup and the shaft. The implant was removed on (B)(6) 2025.